Manufacturer narrative:
This supplemental report is being submitted to provide updates on the following sections : b5, e2, e3,g4,g7,h2 , h6 and h10.

Event description:
The device issue was observed during inspection and prior to use. The device was not used on the patient. No patient involvement on the issue reported.

Manufacturer narrative:
The following fields have been updated: g4, g7, h2, h6, h10. This supplemental report is being submitted to provide the results of investigation. As part of this investigation, a review of the device history record (DHR) and the instructions for use (IFU) was conducted. A review of the DHR did not find any abnormalities or anomalies identified during the production of the device. The IFU states the following: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ ¿do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons.¿ ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ ¿never apply excessive force to connectors. This could damage the connectors." The root cause could not be determined. The probable causes are as follows: e216 error: the e216 error was solved by cleaning the electrical contacts of the scope connectors owned by the facility. A probable cause is communication failure due to dirt or water droplets adhering to the electrical contacts of the scope connector. Front panel damage, power switch damage, scope detection failure: it is unlikely the product was damaged by normal use. A probable cause is an external force deviating from the recommended conditions applied to the front panel, power switch, and scope connectors multiple times, causing damage to them.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the device scope detection slide mechanism was not functioning properly. The scope socket was found broken. The device scope locking mechanism was found to be sticking out and the power switch was found cracking, housing needs to be replaced. The front panel was broken and an excessive thermal paste on the lamp was found. The identified parts were replaced and the device was repaired. Once completed, the device was tested and passed all specifications and no issues were observed. As stated on the IFU and as a preventive measure, the user manual states : never use the light source if an irregularity is observed. Damage or irregularity of the light source may result equipment damage, an electric shock, and/or burns.

Event description:
It was reported that an error e216 occurred on clv-190 light source device. According to the reporter, the device appeared to have a crack and no picture was generated. It was also reported that the device worked intermittently with some scopes. There was no user/patient harm or injury reported due to the event.